Event description:
It was reported that pump experienced recurring malfunction code 12 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer was advised to use multiple daily injections as backup therapy, was sent replacement pump.